Manufacturer narrative:
Patient presented with high impedance and had entire system replaced. Analysis of explanted devices showed no issues.

Event description:
Device not performing properly. Lead and generator exchange. Patient presented with abnormal impedance due to an issue with one of the existing leads. The original device was implanted 13 years ago at another facility. The decision was made to replace both the leads and the generator. The existing system was explanted and the generator and new leads were placed without complication. Device turned on and impedance in normal range. The explanted device and leads will be sent back for interrogation analysis.